Event description:
The advocate stated the customer tested his glucose and received a reading of 246 mg/dl using his contour meter. He retested using another meter and received a reading of 122 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.